Event description:
It was called in to technical services on 11/20/12 that this rv lead had an alert for high shocking lead impedances. Reviewed dailies - this values is>200, all others are in the high 50's low 60's - very stable prior to this one reading. Discussed checking with pt on any emi exposure at the time of the alert. Discussed doing isometrics, checking other shock vectors, etc. Pt is coming in this afternoon for re-check. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).